Manufacturer narrative:
The insulin pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly, bolus delivery anomaly due to blank display. The insulin pump received with broken battery cap, minor scratched display window and cracked reservoir tube lip. No damage on belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she pressed the b button on the insulin pump, it locked. Customer's blood glucose level was 425 mg/d. All the buttons were hard to press. The insulin pump was exposed to water. The customer delivered 20 units manually. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.